Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "miss out to put in the carton box." The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient was confused on how to use the purewick urine collection system. Representative gave tips usage, placement and cleaning and asked patient if there was any issue with the machine. Patient was not comfortable using and wanted to return. Representative advised the patient that they did not accept open or used items, can only have replaced if issues. Patient stated there was no user guide came with the machine. Representative said would ask for 1 to be sent. It was noted that the patient had been using the purewick products for more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was confused on how to use the purewick urine collection system. Representative gave tips usage, placement and cleaning and asked patient if there was any issue with the machine. Patient was not comfortable using and wanted to return. Representative advised the patient that they did not accept open or used items, can only have replaced if issues. Patient stated there was no user guide came with the machine. Representative said would ask for 1 to be sent. It was noted that the patient had been using the purewick products for more than 90 days.